Event description:
It was reported to covidien on (B)(6)2010 that a customer had an issue with a blood collection safety needle. The customer reports that while using the 21 gauge angel wing, the safe device did not engage, resulting in a dirty needle stick.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.